Event description:
Info rec'd indicates, the head up function is not working and the bed is leaking hydraulic fluid.

Manufacturer narrative:
The technician replaced the hydraulic power unit assembly to repair the bed.